Manufacturer narrative:
Siemens reviewed the available information and performed testing on the patient sample provided by the customer to determine probable root cause for the discrepancy. Siemens' testing utilized the same reagent lot as the customer. The elevated advia centaur xpt high sensitivity troponin I (tnih) result observed by the customer was reproduced by siemens (160.28 ng/l). There was insufficient sample volume to do any further testing at siemens. Alternate method troponin t result provided by the customer was negative. This can happen due to differences in manufacturers antibody specificity and binding characteristics. This is a troponin t not troponin I method. Advia centaur cp troponin I ultra (tniu) result at the customer site was negative. The tnih and tniu methods use different antibodies and the tnih method is more sensitive to low level elevations of troponin I which can be the cause of this discrepancy. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The sample was tested using a heterophilic blocking tube (hbt) by the customer to assess for potential interference sample interference. Based on the result (173 ng/l), siemens cannot rule out an interfering substance in the patient's blood or a cardiac or non-cardiac condition causing an elevation in troponin I in the absence of an myocardial infarction (mi). The instruction for use (IFU) states the following in the summary and explanation section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product problem was identified. No further evaluation of the device is required. The following mdrs were also filed for this event. MDR 1219913-2020-00045 (result 1). MDR 1219913-2020-00046 (result 2). MDR 1219913-2020-00047 (result 3). MDR 1219913-2020-00048 (result 4). MDR 1219913-2020-00049 (result 5).

Event description:
A customer observed elevated advia centaur xpt high-sensitivity troponin I (tnih) patient results when compared to alternate methods. A patient sample was tested by the customer with advia centaur xpt tnih and an elevated result (above the 99th percentile) was obtained. The same sample was repeated on the same instrument and a different instrument with the same reagent lot. All repeat results were elevated. The sample was sent out and tested on an alternate method (troponin t) and a negative result was obtained. A second alternate method (advia centaur cp tni ultra) was used to test the sample and a result below the 99th percentile was obtained. Patient treatment was not prescribed, altered or delayed. There was no report of adverse health consequences due to the discordant high tnih results.